Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant of the left ventricular (lv) lead the patient had a perforation due to a sudden change in position of the distal part of the electrode. Additionally, there was a sudden increase in threshold. The lead was replaced with another lead. No further patient complications have been reported as a result of this event.